Event description:
It was reported that the ilet pump exhibited a hardware issue with an unresponsive screen, consistent with a device malfunction affecting the user interface component. Symptoms included no clinical effects reported. Outcomes included no impact on health, hospitalization, or medical intervention. Investigation included a review of the complaint details and device history, with troubleshooting performed by providing shutdown instructions through the device menu to prevent further alerts. Investigation of this case revealed that the device was not in a condition where insulin delivery and meal announcements were reliable, and the issue aligned with a screen/display malfunction that impeded normal operation. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction related to the display interface.